Event description:
The device was returned to the service center with a report from the customer contact of several malfunction alarm codes. The reported malfunction alarm codes do not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
During testing at the service center when powered on the device audibly alarmed with a s321 (motor error - pmc, left) malfunction alarm code. A visual inspection found the mr2 motor was loose due to a broken rtv seal. The motor was disengaged from the camshaft and could not home into position. The probable cause was either by the rtv being under applied to the specification, or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. In either case, the rtv may not hold the motor in place under a load which will result in an s321 malfunction alarm code. This report represents all the information known by the reporter upon query by the hospira personnel.